Event description:
It was reported that the 8800 system had a generator error message during a case. The procedure was completed without incident and no pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator batteries were replaced during the service call the system was tested and found to be working as intended and put back into service.